Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2385, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. The suture pulled off the needle during the cesarean section. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.